Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the 3 returned segments of the lead was performed. An extracting stylet was returned stuck in the midbody and tip lead segments. There were set screw marks noted on all terminals. There was a suture tied directly to the midbody segment for removal purposes. The insulation sleeve was bunched up at the distal end of the terminal segment, and at the proximal end of the midbody segment. The proximal coil was extremely stretched with tissue noted in places. The tip portion of the lead was curled up tight like a corkscrew, as it appears, it was pulled with extreme force, and then let go. The rs- conductor coil was also extremely stretched in the tip segment. An x-ray verified that the rs- conductor coil was discontinuous in the midbody segment. The rs- conductor coil was moveable within the lumen and required disassembly for further analysis. The fracture was confirmed on the rs- coil at 110 mm from the proximal end of the mid-body segment. The location of the fracture could not be determined relative to the terminal pin or distal tip of the lead. Evidence of suture sleeve tie-downs were observed at 105 and 110 mm indicating that the fracture most likely occurred under the position of the suture sleeve. A secondary fracture of one wire was observed distal to the primary fracture site. Evidence of fatigue was observed on each wire fracture, including the secondary fracture. Areas of overload were also observed on each of the fractures. Titanium rich inclusions were found at the origins of each of the primary wire fractures. A titanium rich inclusion was also found within a stringer on the wire 2 side, however, the stringer did not correspond to the fracture origin of the wire. No evidence of an inclusion was observed for the secondary fracture. These inclusions are likely composed of titanium carbo-nitrides from the manufacturing process.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated. Subsequent information was received approximately 20 months later that this lead was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead had a conductor fracture. A revision procedure took place and the pace/sense portion was abandoned surgically, however it is still being used for defibrillation. Another rv pace/sense lead was successfully implanted. To date, there have been no adverse patient effects reported.